Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system, this device and right atrial (ra) lead noted out of range impedance measurements. Stored episodes noted intermittent noise on the atrial channel. It was indicated further investigation would be performed when the patient came in for a follow-up. When the patient presented, they complained of palpitations that could be replated to these episodes. Arm movements and maneuvers were performed and confirmed the low out of range impedance measurements on the ra lead along with loss of capture. As a result, the device was programmed to vvi. No adverse patient effects were reported.